Event description:
A us distributor returned a monitor indicating that the response buttons were defective.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the front response button cable was cut. The cause of the defective response buttons is the damaged cable. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged response button cable.